Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the vena cava filter was successfully deployed without incident prophylactically post trauma. Approximately one year post filter deployment, a filter retrieval procedure was performed. Access was gained into the right internal jugular vein and a venacavagram demonstrated a tilted filter with the tip of the filter lying adjacent to the right side of the ivc wall. There was no clot and the right iliac vein and renal veins were patent. A retrieval device was placed and an attempt was made to retrieve the filter; however, the cone of the retrieval device could not be fitted around the tip of the filter. Multiple attempts made with snares were also unsuccessful at retrieving the filter. The decision was made to leave the filter in place as it appeared that the tip of the filter was endothelialized and grown into the ivc wall. The catheter was removed and hemostasis was achieved via pressure. Six days later, a CT scan was performed and demonstrated a tilted filter beneath the renal veins with the apex adjacent to the ivc wall on the right side. Three of the filter limbs were extending outside of the ivc wall: one anterior to the aorta, one posterior to the aorta and one within the aorta. The filter had the same configuration that was noted during the initial attempt at removal on angiography. The filter limbs were felt to be outside of the cava prior to the beginning of the attempt to remove the filter. There was no surrounding hematoma or fluid around the cava, filter or retroperitoneum. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one year post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated a tilted filter. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Six days later, a CT scan was performed and demonstrated a tilted filter with three limbs extending outside of the ivc wall: one anterior to the aorta, one posterior to the aorta and one within the aorta. There was no surrounding hematoma or fluid around the cava, filter or retroperitoneum. No additional information was provided in medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the vena cava filter was successfully deployed without incident prophylactically post trauma. Approximately one year post filter deployment, a filter retrieval procedure was performed. Access was gained into the right internal jugular vein and a venacavagram demonstrated a tilted filter with the tip of the filter lying adjacent to the right side of the ivc wall. There was no clot and the right iliac vein and renal veins were patent. A retrieval device was placed and an attempt was made to retrieve the filter; however, the cone of the retrieval device could not be fitted around the tip of the filter. Multiple attempts made with snares were also unsuccessful at retrieving the filter. The decision was made to leave the filter in place as it appeared that the tip of the filter was endothelialized and grown into the ivc wall. The catheter was removed and hemostasis was achieved via pressure. Six days later, a CT scan was performed and demonstrated a tilted filter beneath the renal veins with the apex adjacent to the ivc wall on the right side. Three of the filter limbs were extending outside of the ivc wall: one anterior to the aorta, one posterior to the aorta and one within the aorta. The filter had the same configuration that was noted during the initial attempt at removal on angiography. The filter limbs were felt to be outside of the cava prior to the beginning of the attempt to remove the filter. There was no surrounding hematoma or fluid around the cava, filter or retroperitoneum. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. Images were not received. Medical records were provided. The medical records allege a filter was deployed successfully. Approximately one year after deployment, a retrieval procedure was performed. A vena cavagram allegedly demonstrated a tilted filter with the apex adjacent to the right side of the ivc wall. Multiple attempts, with multiple devices were used in an attempt to retrieve the filter. The decision was made to leave the filter in place. Six days later, a CT scan demonstrated a tilted filter with three limbs extending outside the ivc wall. Based on the medical record review, filter tilt, perforation of the ivc, and an unsuccessful retrieval attempt can be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall - filter tilt - filter malposition - pain note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately one year post prophylactic vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated a tilted filter. Despite multiple attempts using multiple devices, the filter was unable to be retrieved. The patient was hemodynamically stable at the conclusion of the procedure. Six days later, a CT scan was performed and demonstrated a tilted filter with three limbs extending outside of the ivc wall: one anterior to the aorta, one posterior to the aorta and one within the aorta. There was no surrounding hematoma or fluid around the cava, filter or retroperitoneum. No additional information was provided in medical records received.